Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the red levered locking knob for the distal cut block broke. It happened before we started the case so there was no delay. No harm to patient we opened another tray to replace did the event occur during sterile processing? --> unknown, did the event occur during field inspection? --> unknown, did the event occur during internal service activities such as calibration? --> unknown, patient status/ outcome / consequences --> no patient involvement, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, ip-(B)(4). Device property of -->none, device in possession of -->none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, it was reported that attune distal femoral jig the red levered locking knob for the distal cut block broke. It happened before we started the case so there was no delay. No harm to patient. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the attune distal femoral jig has the red lever broken, the broken piece was returned for evaluation. Additionally, mating the distal femoral jig slide tube assembly was missing. A functional test could not be performed as the device was not returned complete. A dimensional inspection was not performed since it was not applicable to the complaint condition. The observed condition of the device was consistent with a component failure that may have been caused by exposure to heavily forces and damage the mechanism of distal femoral jig. The overall complaint was confirmed as the observed condition of the attune distal femoral jig would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the depuy nonconformance (nc) quality system did not identify any nc associated with this failure mode.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report.